Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of multiple cartridges leaked. Blood glucose level was 101mg/dl. A third cartridge was successfully loaded to address the issue.